Manufacturer narrative:
External insulation abrasion was noted at 10.2 ¿ 10.4 cm from the pin consistent with lead friction to the device breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. This is consistent with the observation from the field of noise.

Event description:
New information noted that the patient had presented in clinic. Device interrogation showed that the right ventricular lead had continued to oversense noise that caused inhibition of pacing. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead had noise. No other electrical anomalies were observed. The patient was asymptomatic and would be brought in clinic.